Manufacturer narrative:
Foreign (report source): (B)(6).

Event description:
Information was received that a smiths medical portex blue line suctionaid was placed in a patient at a hospital. Approximately one year later, it was reported the patient developed a fistulous opening in their rear tracheal wall. The reporter stated the air pressure of the cuff was measured twice a day using a manual cuff pressure gauge. It was also indicated part of the patient's care involved tracheostomy tube replacements "about every 2 weeks". No additional adverse patient effects were reported.